Event description:
The caller reported they had a tracheostomy tube that had been removed from a patient that had it placed while in the operating room. The caller stated she had been told the tube had a pilot balloon failure.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed and the results will be added to the database for trending purposes.